Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and balloon. The markerbands, balloon, tip and shaft were microscopically examined. The outer shaft was necked down in three locations; from the proximal balloon transition distally for 5cm, 6cm ¿ 9cm and 12.25cm and 14cm from the proximal balloon transition. The balloon was loosely folded with the tip pulled back into the balloon. The tip was damaged. The proximal markerband did not move positions on the inner shaft; however, the necked down outer shaft and tip being pulled into the balloon, gives the appearance that the markerband shifted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that radiopaque markerband movement occurred. The target lesion was located in a mildly tortuous and moderately calcified shunt. A 5.0mmx100mmx80cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. After first dilatation was performed, when the physician was about to perform dilatation again, it was noted under fluoroscopy that the proximal balloon marker has shifted. The device was removed and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that radiopaque markerband movement occurred. The target lesion was located in a mildly tortuous and moderately calcified shunt. A 5.0mmx100mmx80cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. After first dilatation was performed, when the physician was about to perform dilatation again, it was noted under fluoroscopy that the proximal balloon marker has shifted. The device was removed and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.